Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in sections b5, e4 and g2. Sections d4, h4 have been updated, and h6: type of investigation has been updated per the provided lot number. Additional investigation information has been provided in h10. Maude mw5099825 has been provided in the file attachments. It was confirmed on 17jun2021 that this event was inadvertently submitted as two different events; MDR 1118880-2021-00101 is the same event as this MDR 111880-2021-00044. The user facility confirmed they reported mw5099825 to the FDA; that same event was reported to terumo by the user facility and the two were unable to be linked at that time. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
A maude database search conducted on (B)(6) 2021 found a maude report number mw5099825. The event description states: "patient presented for right radial artery access under ultrasound guidance in cath lab during hospitalization. After the procedure, it was discovered that patient had retained a piece of the terumo french # 4 sheath. Upon assessment and attempts to retrieve, it was determined that the sheath would remain, as there was no harm to patient's vessel and good flow to the arm. No further issues noted, and patient discharged in good condition. FDA safety report ID # (B)(4)."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath catheter mechanical separation break based on the severity of the complaint. Based on the information given, the exact root cause of the event cannot be determined.

Event description:
Additional information was received on 23apr2021. The doctor noticed a proximal collapse outside the hub of the sheath. The physician cut the sheath trying to get the wire back inside to re-engage the vessel. The sheath was in good placement. He gave the cocktail. He tried to back the sheath thinking he could get beyond where the collapse was and could try to get the wire to go through. Ultimately, he cut the sheath at the puncture site, and eventually the sheath slid into the artery. Not sure of the exact length- couple of centimeters. He stuck above, and did the cardiac cath successfully, tried to snare it and was unable to get the sheath out. Called vascular and ir, and after discussion opted to leave the piece. Ultrasound was done, there was no sequalae. There was a week or two week follow up and the patient was fine.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that piece of the glidesheath slender (gss) remains as a foreign body in the radial artery. The procedure: tr dx catheterization; 5fr gss. Prox collapse of the sheath was appreciated. Multiple rewire attempts made and finally a partial withdraw of the sheath was then performed. To avoid loss of access, the hub of the sheath was cut, and hemostats clamped the sheath at the level of the puncture site. Active blood return when clamp was released to insert the wire and the gss slid into vessel. A new access was achieved and the diagnostic catherization was completed. Attempt to snare the distal end of the sheath was made however, was not successful. Consultations with ir and vs were obtained. It was decided to leave the remaining partial piece in the radial artery. Follow up with patient yielded no clinical consequence. The patient's condition was stable. The procedure tr diagnostic catheterization was successful, foreign body removal unsuccessful.